Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause of the reported migration. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. After implantation, significant movement was visualized event though the clip remained attached to both leaflets. A mitraclip xt was then successfully implanted to stabilize the clip. The procedure was discontinued; the final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported.